Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Trochanter fracture.it was treated fixation by omega. When the screw was inserted last one, the proximal screw head was broken at the final fastening. Impossible to remove it and remain the screw shaft in the body.

Event description:
Trochanter fracture. It was treated fixation by omega. When the screw was inserted last one, the proximal screw head was broken at the final fastening. Impossible to remove it and remain the screw shaft in the body.

Manufacturer narrative:
The reported event that cortex screw s.t. 4.5x34mm was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much applied mechanical force during final tightening. The device inspection revealed the following: only the screw head was received which is indeed completely broken of from the screw shaft. The damages on the bottom of the screw head clearly indicate that far too much torsional force was applied during final tightening (metal swarf/stripped of from the shaft). The screw shaft is still insitu and could not be removed though. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.